Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump had critical pump error and the drive support cap was sticking out. Customer's blood glucose value was 147 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will be returned device for analysis.

Manufacturer narrative:
Unit received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test due to compromised force sensor system alarm. However, unit passed rewind test and displacement test. Unit had missing lcd window cover, cracked case at display window corners.